Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction of the device is not reportable; thus, the initial MDR that was submitted on 09/04/2020 should be retracted.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that upon opening the package the valve was damaged beyond use.